Manufacturer narrative:
Customer has reported some skin pressure issues since they converted to our # mds601m2bl. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer has reported some skin pressure issues since they converted to our # mds601m2bl.